Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth, due to the patient¿s concern with the product. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed an opening on anterior and observed broken plug strap assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange from textured to smooth due to the patient¿s concern with the product. The device has been explanted.